Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure.